Manufacturer narrative:
Concomitant medical products: product ID neu unknown prog, serial#: unknown, product type: programmer, physician, device code: (B)(6) no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient did not experience any symptoms. Actions/interventions included re-interrogation, and the issue was resolved before the patient was sent home. The cause of the stopped pump/safety mode issue was determined to be interference. The specific cause of the interference was unknown/presumably anesthetic equipment, but that was a guess. Information regarding the patient¿s age and weight was unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported when the user interrogated a pump which was just updated (drug concentration changed, pa enabled and bridge bolus programmed), the programmer prompted a message stating that the pump was stopped due to stop command, and a timer showed - counting the minutes since the pump was stopped. The pump was in ¿safety mode¿. No further complications were reported.